Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent. The break in aseptic technique occurred on an unreported date and was further described as the pt had cross contamination by hand to catheter contact. It was reported that because the pt is a ¿fisher¿ (fisherman), the pt has a lot of cracks and calluses on his hands. On the same day as onset, the pt went to the emergency room for the event but was not admitted to the hospital for the event. On an unreported date, the pt was treated for the peritonitis with vancomycin (dose and frequency not reported) via intravenous (IV) route, further changed to 2 grams, twice weekly for four weeks (route not reported). On an unreported date, pt was started on fortaz (dose, frequency and route not reported) for the peritonitis. On an unreported date, the pt began treatment with nystatin (swish and swallow, dose and frequency not reported) as a prophylactic therapy to prevent the occurrence of fungal peritonitis. At the time of this report, treatment with nystatin and vancomycin was ongoing. The reporter stated that, even though the pt has good hand washing techniques, the cracks and calluses on his hands might trap contaminants. The reporter stated that the pt frequently experiences constipation which may also be a contributing factor to the peritonitis event. On an unreported date, the pt was re-trained in proper aseptic procedures, during which the pt was instructed to use gloves and hand sanitizer when performing pd therapy. On an unreported date, the pt's pd effluent was clear and the patient had no pain, fever, nausea, or vomiting. At the time of this report, the peritonitis had resolved, the pt was recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.